Event description:
Additional information was received that the lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.